Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
Pt reported she was taken to the hospital emergency room on (B)(6) 2011 because she was unconscious. Pt stated she has had an elevated blood glucose level. Pt reported she changed all of the accessories, but her blood glucose level remained elevated. No blood glucose levels were provided. Pt's normal blood glucose range was not provided. Pt stated she changed the infusion site and this resolved the issue. Pt reported the hospital blamed the problem on non-absorption of insulin in the right side of her body. Pt stated she is still using the infusion device and her blood glucose level has returned to normal. Treatment received at the hospital was not provided. No further info is available. No product return was requested.